Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that the patient had dislocation once before and the surgeon was able to reduce the hip. The patient came to the ER that morning and was dislocated again. The surgeon after looking at the x-ray decided it would be best to do either head/liner exchange or remove the acetabular component. He trialed using lipped liner and still felt that the hip wasn't stable. The patient was obese, which didn't make things any easier. The surgeon decided to remove the cup, reamed and put in a new multihole cup. He put in new liner and longer head and was happy with the stability. Update 8/2/2107 after review of the der and additional information, it is concluded that the statement by the sales representative that with regard to the question about cup malposition, "I would assume that it was malpositioned, I never saw an x-ray" is speculation and not reportable. Additional follow-up has been requested. At the present time, given the available information, it cannot be concluded that the cup was malpositioned. Complaint updated on: 8/31/2017.